Event description:
One pt plasma sample with discrepant glucose results. Initial result gave 217 mg/dl; repeated twice initially by same analyzer gave 226 mg/dl, secondly by different analyzer gave approximately 130 mg/dl. Two additional samples were obtained from the pt. Serum sample gave 130 mg/dl; repeat gave 129 mg/dl. Edta sample gave 117 mg/dl. Initial result was reported. Pt not adversely affected. The field svc rep was unable to determine exact root cause. Performance tests were performed and within spec.